Event description:
Customer reported that both the right and left panels have holes on the netting measuring about two inches in length. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Results: inspection of the returned product shows the window side left window zipper slider body is open and the pull tab is missing. Additionally window side right has a one inch tear and panel side right has two inch broken stitches on the top flat. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Add'l warning indicates: never use the bed if the zipper pull-tab is missing or broken. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4).